Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) that was implanted between six months and a year ago. The physician indicated scoping the patient and that the urethra did not capitate well, and decided to downsize the current cuff. A surgical procedure was performed in which the existing 4.5cm cuff was removed and a new 4.0cm cuff was implanted. There were no device malfunctions associated with the explanted cuff. There were no known complications during the procedure. No more information was available through physician. Should additional information become available, it will be provided.